Event description:
A malfunction was reported on the pump with no notable events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The issue did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.